Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were no physical samples returned to argon from the customer however, there was a video provided. Based on the video, it was found that the device exhibited leakage from the string hole. The complaint was confirmed. To address this issue, CAPA ca-00047 has been initiated. This CAPA will document the identified root cause and the corrective actions taken to resolve the leakage problem. Additional information provided in h.3., h.6. And h.11.

Event description:
Reporter indicated "leak". It was reported that medical intervention was required.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.